Event description:
Healthcare professional reported right side capsular contracture baker grade IV and double capsule. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and double capsule. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis/photo analysis: visual analysis of the photographs identified: - capsular contracture: unable to confirm as it is a medical event not related to the device. -double capsule: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. Encapsulation observed. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and double capsule. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a review of the device noted wear abrasion, deformation and yellow particles were observed on the shell.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and double capsule diagnosed by ultrasound. Biopsy results were negative for cd30. The device has been explanted and replaced.